Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported that the patient's father complained an issue with an infusion set. The cannula was bent, and the set was changed as a result. The cannula was bent on the first day of use, and the set had been in use for one day. The site location of the infusion set was the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.